Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4). The patient received in the year 2003 a pinnacle prothesis (mom) due to coxarthrosis. Following blood analysis were detected high levels of co and cr in blood.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. Review of provided radiographs finds the acetabular cup is malpositioned. The abduction angle is ~ 58° with no measurable amount of anteversion. The cup is also lateralized several millimeters. The leg lengths are radiographically equal and the femoral stem is centered in the canal. Radiographs through (B)(6) 2014 appear unchanged without evidence of osteolysis, fracture or loosening. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.